Event description:
It was reported that the patient's rechargeable battery started swelling, overheating and smoking. A new replacement battery was sent to the patient. No serious injury was reported.